Event description:
While treating a male patient who was short of breath, the device powered up to an orange illuminated display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.